Event description:
It was reported that following a non-device-related procedure, the patient's spinal cord stimulation device was unable to be charged. The physician assessed that electrocautery may have been used during that procedure. Troubleshooting was unable to resolve the issue; therefore, the patient underwent a system explant procedure. The patient was stable postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: brand name: linear 3-6. Upn: m365sc2366500. Model: sc-2366-50. Serial: (B)(6). Batch: 5071362. Brand name: linear 3-6. Upn: m365sc2366500. Model: sc-2366-50. Serial: (B)(6). Batch: 5023938. Brand name: linear 3-6. Upn: m365sc2366500. Model: sc-2366-50. Serial: (B)(6). Batch: 5071774. Brand name: linear 3-6. Upn: m365sc2366500. Model: sc-2366-50. Serial: (B)(6). Batch: 5017234. The returned ipg sc-1132, sn (B)(6) was analyzed and the event of difficulty charging was confirmed. The ipg was unable to be charged, and communication could not be established with either a known working remote control (rc) or clinician programmer (cp). As a result, the data logs could not be retrieved, and no functional testing could be conducted. Upon further inspection, the ipg was opened, and internal electrical measurements indicated excessive sleep current and low resistance at a node where high resistance was expected. This finding confirms that the application-specific integrated circuit (asic) chip was damaged. Such damage is typically caused by the ipgs exposure to electrocautery which is likely due to an unintended user error. The physicians implant manual identifies electrocautery as a known source of high-voltage transient signal and warns against the use of electrocautery. Additionally, the labeling review states that certain medical therapies and procedures may deactivate stimulation or cause permanent damage to the stimulator. Procedures posing such risks include lithotripsy, electrocautery, external defibrillation, ultrasonic scanning, high-output ultrasound, and radiation therapy. Notably, damage from radiation may not be immediately detectable. Furthermore, while x-rays and CT scans are unlikely to harm the stimulator if stimulation is turned off, they may cause damage if stimulation remains active. In some cases, irreversible damage may necessitate device explantation. Returned lead sc-2366-50, sn (B)(6) was analyzed, passed all tests performed, and exhibited normal device characteristics. Returned lead sc-2366-50, sn (B)(6) was analyzed, passed all tests performed, and exhibited normal device characteristics. Returned lead sc-2366-50, sn (B)(6) was analyzed, passed all tests performed, and exhibited normal device characteristics. Returned lead sc-2366-50, sn (B)(6) was analyzed, passed all tests performed, and exhibited normal device characteristics.

Manufacturer narrative:
Additional suspect medical device components involved in the event: brand name: linear 3-6. Upn: m365sc2366500. Model: sc-2366-50. Serial: (B)(6). Batch: 5071362. Brand name: linear 3-6. Upn: m365sc2366500. Model: sc-2366-50. Serial: (B)(6). Batch: 5023938. Brand name: linear 3-6. Upn: m365sc2366500. Model: sc-2366-50. Serial: (B)(6). Batch: 5071774. Brand name: linear 3-6. Upn: m365sc2366500. Model: sc-2366-50. Serial: (B)(6). Batch: 5017234.

Event description:
It was reported that following a non-device-related procedure, the patients spinal cord stimulation device was unable to be charged. The physician assessed that electrocautery may have been used during that procedure. Troubleshooting was unable to resolve the issue; therefore, the patient underwent a system explant procedure. The patient was stable postoperatively.